Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for g3 on initial MDR submission g3: date received by manufacturer - correct date received by mfg for initial MDR submission should be 3/11/2024 g3: date received by manufacturer - additional information for supplemental MDR g6: type of report - follow-up h2: type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a wire that was missing occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4)was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.